Event description:
It was reported via a trial that on (B)(6) 2006, the pt underwent stenting with two 2.5 x 18 xience v stents in the proximal and mid segment of the predilated first obtuse marginal. On (B)(6) 2009, the pt experienced chest pain with exertion, shortness of breath, had a positive functional stress test, and was hospitalized for ischemia. The pt underwent revascularization for in-stent restenosis of the index lesion on (B)(6) 2009, via balloon angioplasty only as one xience stent and one non-abbott stent were unable to cross the lesion. The pt's condition resolved and was discharged on (B)(6) 2009. There was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of ischemia and restenosis are listed in the product instructions for use as potential adverse effects which may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The second 2.5 x 18 mm xience v (part 1009551-18, lot 60617p3), is being filed under a separate MFR#.